Event description:
Patient was hospitalized for high blood glucoses. The customer was diagnosed with dka. The doctor thought that patient may have had come down with a "bug'. It was stated that the customer has been off the pump since admission. The customer indicated that they changed set. The programming on the pump was correct. The customer was disconnected at the infusion and set and ran a fixed prime with the reservoir in the pump. The insulin exited. The customer was already released at the time of call.